Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple weeks ago the date the manufacturer became aware of the event.